Event description:
It was reported during the implant procedure that the helix screw would not extend properly. The lead was not used and there were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor distorted. The helix was over-retracted.